Event description:
The health care professional later indicated that the patient was at another facility and was treated, the pump was checked and decreased. The cause for morphine overdose was not determined; the patient's dose was 5.5mg/day for more than 5 yrs and it was now 2.5mg. The pump was checked for any stalls and no stalls had occurred

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 25mg/ml; dose 5.5mg/day; lot unknown) via an implantable infusion pump. Indication for use was failed back surgery syndrome and spinal pain. On (B)(6) 2015 the patient took a small commercial airline flight. The patient stated that the cabin pressure was bad and his ears were popping dramatically. The flight was at 53000 feet due to a storm. On (B)(6) 2015 the patient presented to a pump refill at which time no changes were made to the dose. It was noted that the patient's pump was refilled every 6 months. Following the refill the patient experienced morphine overdose. The patient got a smell and taste in his mouth and knew something was wrong. The patient was throwing up, was barely breathing, and was unresponsive. The paramedics arrived and gave the patient narcan and the patient became responsive. The patient was life lined to the emergency room (ER) by helicopter due to the overdose. When the patient arrived at the hospital his blood pressure was 40/50 and heart rate was 23 beats per minute. The patient started to "lose it again" and was given more narcan. The patient was treated for a heart attack at the hospital and "almost died." The patient went to the bathroom himself, he was combative, he had no control over his body, and was throwing up. The patient stated that he was puking gallons of black bile and was "throwing up hard." The patient was on a narcan drip "around the clock." The pump dose was reduced to 2.5mg/day and the patient stated that he woke up 72 hours later. The patient had no withdrawal from the dose reduction. The day after the patient got home from the hospital, he was throwing up, had a taste in his mouth like burnt chicken feathers, and was sweating profusely. The patient stated that he had a bowel movement and it lasted a half hour which never happened again and the patient had since been fine. The patient wondered if the wrong drug had been given by the pharmacy. The patient stated that he currently had lung, heart, liver, and kidney damage from the overdose. The patient was "scared to death" of what happened and was scared to get a pump refill again. The patient noted that he forgot his numbing cream for the refill and he did not have pain when the doctor stuck him with the needle; however, the refill had hurt in the past when other nurses filled the pump. Per the hcp, the pump was checked for motor stalls and none were noted. The patient was told by the hcp that the pump "has not malfunctioned" and was not the cause of the incident. The cause of the morphine overdose was undetermined. The patient felt that the hcp that refilled the pump was responsible for the event; however, the hcp told the patient that the pump was functioning fine and that they put the correct medication in the pump. The pump remained implanted delivering 2.5mg/day morphine and the issue was being addressed by the hcp. A supplemental report will be submitted if additional information is received.